Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient developed a pneumothorax after implant procedure. The cardiac resynchronization therapy defibrillator (crt-d) remains implanted. No additional adverse patient effects were reported.